Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-3638dhc-1 disposables kit 1.8 drill bit broke off. This occurred during use and the drill bit was retrieved from the patient, a new kit was used with no issues, and no harm to the patient, and surgery was completed successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.